Manufacturer narrative:
Method: foam tip plunger lot number search, cartridge lot number search, injector lot number search; results: a foam tip plunger lot number search was performed and seven similar complaints found. A cartridge lot number search was performed and one similar complaint was found. An injector lot number search was performed and two similar complaints found. Conclusion: based on the complaint history and the lot number searches, a likely root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated an eyeonics lens was damaged during loading but was not noticed until the lens was inserted. The incision was enlarged to remove the lens and a different type lens was implanted. The reporter stated the likely cause of the iol damage was due to the foam tip plunger/overrode iol. This is one of the two lenses used on this patient - see MFR report# 2023826-2007-02008.